Manufacturer narrative:
Analysis found that the customer's complaint could not be verified. The handpiece would not run because the motor seized. The housing, motor, wheel lock and screws were corroded due to dried saline. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was running hot. There was no known patient impact reported.